Manufacturer narrative:
On 5/24/2019, per clinician review the capsular contracture led to migration of devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a gel mentor memorygel breast implant 255cc on the right breast and with unspecified mentor breast implant on the left breast implant and experienced bilateral capsular contracture baker grade iii and both implants were sitting higher than normal. As a result, the patient had undergone removal and replacement of the right breast implant with gel mentor memorygel breast implant 300cc, catalog number 3507300mc, sn (B)(4), lot 7680119 on (B)(6) 2019. There was no replacement of the left breast implant. This medwatch is for the left breast implant.